Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. Functional testing was performed and passed. A pairing test was performed and it passed. The log was downloaded, and no data was found within the alleged incident date. The allegation was undetermined. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.